Manufacturer narrative:
The download data generated an alarm, indicating that the processor reset for an unknown reason. During investigation, the device paired with a pdm and a 5 unit bolus was successfully delivered. The rerun data did not generate any alarms, timeouts, or drive stalls. No damages or defects were found that would contribute to the 0x34 alarm, and root cause for the alarm could not be determined. The device was returned deployed, and the formed needle was seen in the exposed portion of the soft cannula. The linkage assembly can be seen to be separated further apart compared to a fully retracted linkage assembly. Score marks were observed on the underside of the top housing, indicating there was interference between the linkage and housing. The customer reported that the site where the cannula was inserted felt uncomfortable, this is attributed to the misaligned linkage assembly.

Event description:
It was reported that the patient's (bg) blood glucose reached 350 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient gave a correction bolus of 15 units of insulin and removed the pod.